Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's nurse reported via phone call customer's hospitalization for high blood glucose levels and diabetic ketoacidosis. The customer's blood glucose level at the time of incident was over 500mg/dl. The nurse declined to troubleshoot at this time as they have user guide they found online. The nurse will be calling back if issues persist. The customer declined to conduct troubleshoot on pump and stated they felt better and everything seems to be operating as designed. No further assistance provided at this time.